Event description:
The customer reported that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the power signal cables, and adjusted the 5v power supply. The fse could not reproduce the reported problem. The system operates as intended and was returned to service.